Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that did allege insulin pump was under delivering. Insulin pump was customer¿s blood glucose was 300 mg/dl at the time of incident and current blood glucose 340 mg/dl. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.